Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found the lighting system to be operating properly. The reported event could not be duplicated; no repairs were required. The technician learned from user facility personnel that at the time of the reported event a visual indicator of a fault was observed on the wall control of their lighting system. It is unknown which fault occurred. The harmonyair a-series surgical lighting system operator manual states (19), "check fault indicators: if any fault graphic on iwc display is visible (see figure 5-4), one or more faults may have occurred. Many services for errors must be referred to a trained, qualified service technician (call steris for assistance with failed led modules)." The lighting system was returned to service. No additional issues were reported.

Event description:
The user facility reported that during a patient procedure all three of the surgical lights to their harmonyair a-series surgical lighting system turned off. The lights were immediately manually turned back on, and the procedure was completed successfully. No report of injury or procedure delay.